Event description:
The customer reported a doxorubicin leak between the secondary set with texium and y-site port of the primary set during infusion. There is no report of patient harm.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a doxorubicin leak at the texium on the secondary set where it connected to the y-port of the primary set during infusion. The set was changed and there is no report of patient harm.